Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then complaint history review is not required. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that the system cabinet did not stay in. The technical support specialist tried to locate what drawer the medication was in. They tried clicking it in place when the correct drawer opened. It ejected it again. The technical support specialist had them try restocking the cubie when they were on the restock screen by just inserted the cubie into the cabinet. It came up with the right information and stayed in the cabinet. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that bd pyxis¿ medbank tower cabinet cubie did not stay closed when vial was being restocked. There were no adverse events or injuries reported based on this incident.